Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported getting a loss of oxygen alarm. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: evaluation results not available. Customer had device serviced by a third party. Resolution and disposition: repair results not available. Customer had device serviced by a third party.